Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced vomiting and felt sick. The patient was brought to the hospital, and when a fingerstick was taken the cgm reading was 2.8 mmol/l, and the blood glucose reading was ¿greater than 84 mg/dl¿, but most likely was reading high. The patient was treated with intravenous insulin, potassium and codral flu tablet 500mg 2x every 4hrs. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.